Event description:
Sheath shattered inside patient during use. Pieces had to be removed by surgeon.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. It was reported that the sheath shattered during removal, but no lot number was provided. Without the actual product or lot number, a complete analysis cannot be conducted. The directions for use contains for the sheath which states: "while holding catheter tip, withdraw sheath completely from puncture sit prior to splitting to avoid sheath breaking off in patient. Split sheath and peel away from catheter." A warning is also included, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in patient upon sheath removal." No determination can be made as to what may have occurred with this product at this time. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.